Event description:
No green status indicator flashing. No patient involvement.

Manufacturer narrative:
The device history records for the sam 500p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 8th december 2015. Upon receipt the status indicator would not illuminate, as per the reported fault. Corrosion within the membrane had damaged track 5 which powers the status leds, resulting in an open circuit on this line. This had prevented the status leds from illuminating. The fault could not be replicated after bypassing the damaged section of track with a wire link. This confirmed the reported failure had been caused by the breakdown of track 5 due to the corrosion. Furthermore, it was noted that the -ve terminal pogo pin felt less firm than the other pins and did not present a significant resistance when pressed suggesting that its spring had failed. Despite being unable to replicate the low battery fails observed in the device memory, measurements confirmed the failure of the pogo pin. This had resulted in a poor connection from the device to the pad-pak, leading to voltage fluctuations and low battery fails. The corrosion within the membrane, on the membrane tail, screws and usb contact collars, alongside the multiple out-of-range temperatures observed in the history log, would confirm the device had been stored outside of the indicated conditions. This had likely contributed to the failure of the pogo pin. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
No green status indicator flashing. No patient involvement.